Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the last stage of procedure leakage test, leakage occurred 2cm off esophagogastric junction. After inspection it was noted that staples weren't formed at all. 3.5mm staples are usually used in such tissue conditions. The tissue thickness was normal. Two directional stitches were applied and leakage place was cut off with another stapler loading. No reinforcement material was used. There was unanticipated tissue loss. There was tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by about 30 minutes.